Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. Access to the severely diseased left anterior descending (lad) artery was obtained via the right radial artery. A distal dissection occurred with a non bsc coronary wire. Predilatation of mid lad lesion with 2.50mm semi-compliant unknown balloon. Initial failure to advance the 2.25x20mm promus element to the target lesion occurred, therefore, the physician performed further dilation of target vessel with the same 2.50mm semi-compliant balloon. The physician was able to deploy the stent in the mid vessel and then a 2.50x28mm promus element was deployed to overlap in the proximal lad. Soon after the procedure, there was the appearance of hyperdensity at the level of the distal struts in the mid lad. The physician deployed a 2.25x20mm promus element stent to the mid vessel. The physician described this appearance as "stent retraction." Initial failure to cross balloon (non bsc) past mid vessel, but managed to successfully rewire using a non bsc guidewire. The physician used 1.10mm and 2.00mm balloons at high pressure to "crush" the distal stent strut against vessel wall. A 2.25x20mm promus element stent was deployed at distal lad. The physician believed that one of the guidewires may have passed through distal stent strut and caught the stent strut (mid lad stent, 2.25x20mm) when the guidewire was being retrieved, thus causing deformation at distal end of stent. The procedure was completed with the patient in stable condition. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).